Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not stop pumping. The patient had to restart the device multiple times when changing the infusion set. There were no alarms on the device or numbers scrolling; the patient was stuck in a priming loop. The patient's blood glucose recently had been in the 400 mg/dl range. Her blood glucose was 428 mg/dl last night, which she treated with an insulin pump bolus. The patient's blood glucose this morning was 410 mg/dl. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.